Event description:
The st. Jude medical representative reporte that the patient received multiple therapies due to noise on the ventricular channel. Technical services noted that the noise appeared to be related to the damaged lead. The lead was replaced.

Manufacturer narrative:
This report in its entirety was completedly solely by st. Jude medical, inc., crmd.